Event description:
During a remote follow up, episodes of oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received that lead damage was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.